Manufacturer narrative:
Insulin pump received with a high idle current test, problem isolated to the rf board.

Event description:
The customer reported via phone call that the insulin pump had battery out limit. The customer's blood glucose value was unknown. The customer stated that the insulin pump had low battery alert. The insulin pump will be returned for analysis.